Event description:
The patient dislocated her right hip. She has a mod hip with a bipolar component in. The doctor removed the femoral head and the bipolar component. He replaced the head and put in an acetabular shell and constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding dislocation involving an uhr head was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays was performed by a clinical consultant and the event could not be confirmed. Need more records, need clinical history and op reports. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including operative reports, more records and clinical history are needed to complete the investigation for determining root cause.

Event description:
The patient dislocated her right hip. She has a mod hip with a bipolar component in. The doctor removed the femoral head and the bipolar component. He replaced the head and put in an acetabular shell and constrained liner.